Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer was using the device on a patient; none of the keys would work and they had to power off and power on the defib to continue to monitor the patient during transport. There was no reported adverse patient impact.